Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited loss of capture and undersensing. Atrial sensitivity was programmed to maximum output; however, intermittent undersensing was still noted. No adverse patient effects were reported. Additional information was received that an alert had been generated for out-of-range atrial intrinsic amplitude measurements. Presenting electrogram (egm) showed appropriate device function with an atrial arrhythmia in progress. Atrial sensing appeared to have been turned back on at this device check. The system was explanted two months later as the physician made the clinical decision it was no longer required for this patient. No additional adverse patient effects were reported.